Event description:
Information was received by the consumer reporting that during the trial, the patient still had pain in their lower back/left hip area but did have pain reduction in the left leg. The trial was only 4 days long and the patient stayed in the hospital the entire time. The patient felt their health care provider (hcp) pushed them towards getting the implant during the trial.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.